Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported tissue injury or mitral regurgitation. Based on available information, the reported tissue injury appears to be related to the mitraclip device. The reported mitral regurgitation is a cascading event of the tissue injury. The reported patient effects of tissue injury and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported surgical intervention, unexpected medical intervention, and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) and prolapsed anterior leaflet for a mitraclip procedure. During the procedure, one mitraclip was implanted successfully. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2025, tear was observed and mr was grade 4 after tear. It was noted clip was attached to both the leaflets. Per the physician, leaflet damage was due to the mitraclip. An emergency mitral valve replacement (mvr) surgery was performed successfully on the same day. The final mr was grade 1.